Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained a reproducible elevated atellica im high sensitivity troponin I (tnih) assay result for two samples on the same patient. Patient was also elevated on an alternate troponin I method however was low/normal on a troponin t method. Siemens investigated the event and noted that serial dilution of the sample did not show abnormal results, suggesting the likely absence of heterophile antibodies. Quality control (qc) was within expected ranges. Atellica im tnih results were concordant with an alternate method. Serial dilutions showed the sample dilutes linearly for troponin I which is suggestive of no interfering substance. Troponin I and troponin t are measuring different parts of the troponin molecule. Values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Based on the available information, the cause of the discordant result cannot be determined. Per the instructions for use (IFU), there are several cardiac and non-cardiac conditions that can cause an elevation in troponin I in the absence of acute myocardial infarction (ami). The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The customer is operational, and the reported issue was resolved by routine troubleshooting.

Event description:
The customer observed elevated atellica im troponin I high sensitivity (tnih) results that were above the reference interval on 2 samples from the same patient. ECG /imaging did not confirm elevated tnih. The result from an alternate method (tropinin-t) was normal below the method reference interval, which was considered correct by the customer. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with these observations.